Event description:
Customer reported that a set was received with a note stating "tubing separated from blue attachment". Clinical personnel was contacted and reports that the event happened when one of the nurses was removing a pump from the patient and staff noticed a tear in the tubing. No patient harm occurred and no medical intervention was performed. The pump was sent to the facility biomedical engineer, who did not report any problem with the pump. Although requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. (Date of event): occurred approximately 3 weeks ago. The reporter indicated the product was available for investigation. An attempt has been made by a cardinal representative, who visited the facility to recover the product; however, the sample was not available. Further attempts will be performed. If the product is obtained a follow up report will be submitted.